Event description:
It was reported that the needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose level rose to 344 mg/dl while wearing the pod for less than an hour. No specific treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.